Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the flexviewing pc was failed to bootup. Upon troubleshooting actions, fse checked power line and power supply and it was identified a defect in the mainboard. The defective flexviewing pc was returned for analysis and it was concluded that the cause of the failure was power supply. Fse replaced the flexviewing pc, installed pc software and changed the license. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc failed to bootup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the mainboard was faulty. The flexvision pc was replaced and the system settings were restored. The system was returned to use in good working order.